Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Additionally, evaluation of the customer samples was performed and the foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Evaluation of the customer samples was conducted and no foreign matter was observed. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd eclipse¿ blood collection needle with luer adapter when the customer open the seal, and before withdrawing blood, the customer found foreign matter. There was no report of injury or medical intervention.